Event description:
It was reported that placement difficulty was experienced with the attempted pacing lead as the lead kept dislodging from the myocardium. Unstable thresholds were also noted and the lead helix would not fully extend. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.